Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to post-paced t wave oversensing on the rv lead. Undersensing of r-waves were also noted on the lead. Programming changes were made. Patient was stable before, during and after the event.